Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd sharps disposal lid does not close. The following information was received by the initial reporter with the verbatim: the automatic closure/foot pedal is not working. The bins are staying open and increasing of hazardous drug exposure. Can you please confirm that we are using the appropriate waste bin with this specific trolley, and if there are specific installation instructions that need to be followed.

Manufacturer narrative:
Investigation summary: photos of a faulty 19g sharps container were received and analyzed by our quality team. The photos verified the issue with lid not working properly and the supplier has narrowed the root cause to a possible lack of crimping in the cable at time of production. This issue has since been solved at the manufacturer and no longer occurs. According to the DHR review process, the result showed there were no issues reported like trolley defective during the manufacturing process for the lot number (125937) reported under this complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like trolley defective for the same part number throughout the last twelve months.

Event description:
Photos received.